Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported patient was implanted with an impella cp device for mechanical circulatory support. While on impella support, the patient experienced atrial fibrillation and the patient was placed on diltiazem drip, epinephrine and propofol. Lactate and creatinine levels showed an upward trend, accompanied by minimal urine output. Therapeutic heparin was administrated. Additionally, the impella was out of position and explanted successfully.